Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving sensor error alert and inaccurate readings. As a result, customer reported to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 55 and blood glucose was 170 mg/dl. Troubleshooting was performed and customer was advised that sensors would be replaced.